Event description:
During verification testing at the service center, at power upon the device displayed a whitescreen error with an audible alarm from the secondary beeper.

Manufacturer narrative:
During testing at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller (uic) which caused corrupt random access memory (ram) data. This report represents all the info known by the rptr upon query by hospira personnel.